Event description:
It was reported that the device exceeded the maximum temperature rise in a quality assurance test, which could indicate the device overheated or may overheat. There was no medical/surgical procedure involved at this time, so no pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a possible cause for the temperature rise was corrosion, which was identified on the contact pins in the motor cartridge. The damaged parts were replaced along with other components. The device was repaired and returned to the customer.